Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.(B)(4): placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The device was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface that were compatible with the explant procedure. The intraocular lens (iol) had a large cut in the optic. This condition may be a consequence of the removal process of the lens from the eye. No other cosmetic defect could be identified in the lens received. No manufacturing related to or that could have caused issues of capsule tear and incision enlarged, were verified in the sample returned. Additionally, the physician indicated the events were related to patient anatomy issues. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient underwent an implantation of a intraocular lens (iol). During the implantation, it was noted that there was a capsular tear which was stated to be caused by patient pathology and not the lens itself. In addition, the surgeon created an enlarged incision to remove the lens and implanted an anterior chamber lens. No further complications were reported.